Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm512.1, -09.00 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a longer length lens on (B)(6) 2021 from patient's left eye (os) due to low vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly postoperative condition is good.